Manufacturer narrative:
Other relevant device(s) are: product ID: 9735699, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system would not boot properly. When asked if the system was plugged in, the system was not plugged in. Medtronic representative recommended to plug the system in for a couple of hours. The issue was not resolved after plugging in the system. The system would only boot to login screen a few times after multiple reboots. Upon logging in, the screen would go black. All the connections were verified, all the lights on the system were normal and are properly lit up and the fan was spinning. There was no patient present when the issue occurred.